Event description:
Pt allegedly sustained two circular burns (approx 4cm) to left posterior shoulder. It was reported that the pt had been undergoing treatment with the d-900 for about 2 weeks, for approx 10 to 15 min each session. Nurse could not recall the distance that the d-900's applicator was held from the pt's skin, but nurse claimed there was enough distance for the technician to slide the hand between the applicator and the pt. Nurse didn't remember the d-900's power setting.